Event description:
During installation of the peg tube, the displacement of the device occurred suddenly. 18 hours after installation, an abdominal perforation with peritonitis was discovered and the patient required surgery. The type of surgery as well as the status of the patient is not known.

Manufacturer narrative:
No sample was returned for evaluation. Two peg kits, from retention, with the reported lot number were evaluated. Both peg tubes were found to be functional.